Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg). Cause was not known. Customer¿s continuous glucose monitor read ¿low¿, however, a specific blood glucose (bg) value was not provided. Customer consumed carbohydrates to address bg.